Event description:
The report states that "an iabp that was opened for clinical use the other day was found to have a defect: the yellow housing sheath that is supposed to hold the tip of the balloon in place was actually located on the wrong end of the balloon, closer to the helium connection. As a result, we were unable to use this balloon". The report states that this occurred prior to use in the clinical setting.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn # (B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f22g0010) recorded on the complaint report matches the lot number on the returned original packaging label and for the returned sample. Returned for investigation was a 30cc 8.0fr ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the yellow packaging retention sleeve was noted on the iabc outer lumen, between the teflon sheath and iabc cath-guard; no damage or abnormalities were noted to the packaging retention sleeve. The distal end of the teflon sheath was noted at approximately 23.6cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. Additionally, the packaging retention sleeve was noted on the iabc outer lumen upon receipt, which indicates a potential that the iabc was not prepped per the instructions for use (IFU). Furthermore, blood was noted on the exterior surfaces of the iabc bladder upon receipt and the packaging retention sleeve was noted between the teflon sheath and iabc cath-guard. This indicates that the user potentially attempted to insert the iabc into the patient with the packaging retention sleeve on the iabc outer lumen, which can result in difficulty connecting the sheath hub to the hemostasis cuff and can lead to potential infection to the patient. The instructions for use states (IFU): "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." Tool the bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0065in and was within specification of process document 13-0224 and 13-0218. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document q-96. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using the mdt-50 in accordance with testing methods from manufacturing procedure 21-7214 rev. 15. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted a device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "yellow housing sheath that is supposed to hold the tip of the balloon in place was actually located on the wrong end of the balloon, closer to the helium connection" is confirmed based on the returned state of the device. The packaging retention sleeve was noted on the iabc outer lumen upon receipt, which indicates a potential that the iabc was not prepped per the instructions for use (IFU). Furthermore, blood was noted on the exterior surfaces of the iabc bladder upon receipt and the packaging retention sleeve was noted between the teflon sheath and iabc cath-guard. This indicates that the user potentially attempted to insert the iabc into the patient with the packaging retention sleeve on the iabc outer lumen, which can result in difficulty connecting the sheath hub to the hemostasis cuff and can lead to potential infection to the patient. Additionally, upon testing, the iabc passed functional test specifications an in-service has been requested to reiterate the IFU, including the appropriate method for catheter prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the retention tube on the iabc outer lumen. The root cause of the complaint is undetermined. A most probable potential cause is customer handling. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.

Event description:
The report states that "an iabp that was opened for clinical use the other day was found to have a defect: the yellow housing sheath that is supposed to hold the tip of the balloon in place was actually located on the wrong end of the balloon, closer to the helium connection. As a result, we were unable to use this balloon". The report states that this occurred prior to use in the clinical setting.